Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated normal battery depletion.

Event description:
It was reported that the device reached eri (elective replacement indicator) sooner than expected. Therefore the device will be removed and replaced with a new device. No patient complications have been reported as a result of this event.